Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient experienced a skin reaction with inflammation and cellulitis (bacterial skin infection) on the needle puncture site, which occurred two days after the sensor had been inserted in the arm. The patient consulted a healthcare provider, and the reaction was treated with a prescription of oral antibiotics flucloxacillin. At the time of contact, it was indicated that the patient was still experiencing the skin reaction. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Medical device problem code: 2993 adverse event without identified device or use problem. Medical device problem code: correction to disregard 3191 appropriate term/code not available.